Event description:
The customer observed falsely elevated potassium on the architect c8000 processing module for multiple patients. The following results were provided (reference range: 3.3 - 5.1 mmol/l): sid (B)(6), 26-year-old male, initial potassium result= 7.48 mmol/l; repeat result= 4.34 mmol/l, sid (B)(6), 65-year-old male initial potassium result= 7.98 mmol/l; repeat result= 4.94 mmol/l, sid (B)(6), 48-year-old male initial potassium result= 7.70 mmol/l; repeat result= 4.68 mmol/l, sid (B)(6), 22-year-old male, initial potassium result= 7.79 mmol/l; repeat result= 4.12 mmol/l, sid (B)(6), 25-year-old female, initial potassium result= 8.14 mmol/l; repeat result= 4.04 mmol/l, sid (B)(6), 29-year-old male, initial potassium result= 6.86 mmol/l; repeat result= 4.03 mmol/l, sid (B)(6), 30-year-old male, initial potassium result= 6.91 mmol/l; repeat result= 4.16 mmol/l, sid (B)(6), 36-year-old female, initial potassium result= 6.53 mmol/l; repeat result= 4.02 mmol/l, sid (B)(6), 25-year-old female, initial potassium result= 7.49 mmol/l; repeat result= 4.68 mmol/l, sid (B)(6), 32-year-old male, initial potassium result= 6.94 mmol/l; repeat result= 4.06 mmol/l, sid (B)(6), 33-year-old male, initial potassium result= 7.32 mmol/l; repeat result= 4.92 mmol/l, sid (B)(6), 45-year-old female, initial potassium result= 6.77 mmol/l; repeat result= 4.1 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 01g06-97 that has a similar product distributed in the us, list number 01g06-11 / 98.